Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of a stored electrogram, post-paced t-wave oversensing was noted on the patient's implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were made on (B)(6) 2019. Induction testing was discussed. The patient was stable.